Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported loss of data self test via phone call. Customer cannot recall the blood glucose reading. Troubleshooting was not performed. Insulin pump will be returning for analysis.